Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-08504. It was reported the patient's scs system could not be set to MRI mode. A system diagnostics revealed the scs leads were exhibiting high impedances, which prevented the system from being able to be set to MRI mode. Surgical intervention may be necessary to resolve the issue.